Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was approximately 400 mg/dl. Customer walked and drank water to address bg and went to the emergency room. Customer was subsequently admitted to the hospital and treated with manual injections. Customer was discharged 4 days later with the issue resolved and no permanent damage. No additional patient or event information was available. Date of event is approximate.